Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5083873.

Event description:
It was reported that the patient was unable to get satisfactory complete coverage after a reprogramming session. The patient underwent a repositioning procedure wherein each lead was pulled back about one vertebral level to better capture patients feet. The patient was doing well postoperatively.